Event description:
It was reported that the helix did not fully deploy, resulting in lead dislodgement. Lead was explanted and replaced.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
The correct model number is 7120q/58. The damage found was sustained during the surgical procedure.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.